Event description:
It was reported that a ventricular tachycardia (vt) episode was stored by the implantable cardiac monitor, but it was determine to be noise when it was investigated on the remote monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.